Event description:
It was reported that the patient was deceased and died due to ventricular fibrillation. It was noted that emergency medical service was called and resuscitation was initiated with the device delivering multiple shocks. The patient was a participant in the (B)(4) study. The adverse event adjudication committee adjudicated the event as "unknown" if related to the implantable cardioverter defibrillation (ICD) system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).